Manufacturer narrative:
Continuation of concomitant products: c6tr01 device, implanted: (B)(6) 2018; 6947-65 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a recent fall and since the fall, the patient has not felt well. A remote transmission was sent and the left ventricular (lv) lead capture was questioned. It was noted there was an apparent delay in the lv egm that could be failure to capture. It was recommended to evaluate the patient in clinic to confirm lv capture. Additional information has been requested but is not available at this time. The lv lead remains in use. No further patient complications have been reported as a result of this event.